Event description:
While attempting to take a breast biopsy with a loaner control module, they received an l3-028 error code. They were able to bypass that error code, but then they received an l4-034 error code. They rebooted and reinitialized the probe, and were able to retrieve 1 sample before receiving another l3-028 error code. The case was aborted.